Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was received for evaluation. During evaluation, the reported problem of 'keypad not working (key number 3)' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be number 3 key was not responding. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had key number 3 not working in the keypad. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.